Event description:
It was reported that the patient underwent a right sided tlif at l4-l5 and l5-s1 with placement of interbody device and rhbmp-2/acs at l4-l5 <(>&<)> l5-s1. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at the implant site. It was reported that the patient now experiences severe injuries and damages, including but not limited to chronic pain, radicullitis, emotional distress, and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6)2012: patient presented with pre-op diagnosis of: l4-l5, l5-s1 internal disc derangement; l4-l5, l5-s1 stenosis; lumbar radiculopath; intractable back and right lower extremity pain. For which, patient underwent: right-side transforaminal lumbar interbody fusion l4-l5 and l5-s1; placement of interbody devices at l4-l5 and l5-s1; posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4, l5, and s1; posterior spinal fusions l4-l5 and l5-s1; harvest of local bone autograft. Per op notes, the l4-l5 facet was exposed and debrided with an acorn bur. Some local bone and cortical cancellous allograft chips were placed in the debrided facet joint for posterior fusion. Local autologous bone was packed anteriorly in the disk space, along with a pledget of bmp and some corticocancellous allograft chips. The 10x29 mm device itself was then inserted, which had been filled with bmp along with some more local bone autograft. The bmp was used in the interbody space. Hemostasis was obtained. Local autograft was placed along the decorticated medial transverse process of l4 and l5 for posterior fusion. Next, the l5-s1 segment was addressed in a similar fashion on the right as the l4-l5 segment with placement of metrx guide pin, dilators, tube, transpedicu lar exposure, transforaminal lumbar interbody fusion with a 10x29 mm device and posterolateral fusion. After which a sterile dressing was placed. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.